Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported via regulatory agency right side rupture, periprosthetic fluid, and removal of silicone fragments. The device has been explanted.

Event description:
Healthcare professional reported via regulatory agency right side rupture, periprosthetic fluid, and removal of silicone fragments. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "periprosthetic fluid".

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and/or changed data: b.5, b.6, h.6.

Event description:
Regulatory agency reported implant rupture, periprosthetic fluid and removal of silicone fragments. Subsequently, hcp reported "scarred collagen shell with large resorptive macrophagic granuloma". Device has been explanted. This relates to the right side.